Event description:
It was reported by the sales rep that the bur broke during a functional endoscopic sinus surgery (fess). It was noted that the tip broke off and the doctor was able to recover the fragment it created it in the sinus easily. The drill speed was approximately 10, 000 rpms when it broke in the ethmoid. The bur was removed and replaced to complete the procedure without further incident. There was no report of patient impact or injury.

Event description:
.

Manufacturer narrative:
The manufacture date was initially reported incorrectly. The correct manufacture date is 07/12/2011. The use by date is 04/12/2019.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer and evaluated by the quality engineering team. The product analysis found the sample was returned with inner pouch and labeling identifying sample as item (B)(4) high speed rad 55 curved bur 3.6 mm from lot 0205602118. The spiral wrap was broken off about midway in the area of the outer tube bend. The sample was examined under 20x magnification. The outer tube tip guard showed deep wear marks, possibly created by the spinning bur pressed into the tip guard. The flutes on the bur tip are remarkably worn. This excess wear correlates with the wear pattern exhibited on the tip guard. The bur is very clean around the flutes; there is some bio-debris present in the suction channel. The base of the bur tip also exhibits striations as would be expected with contact with another metal, presumably the tip of the outer tube. In this image the unraveling of the spiral wrap is also apparent. There are several indications of excess and prolonged use of this bur. Root cause is most likely user error.